Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. The implantable cardiac monitor exhibited pause and atrial fibrillation episodes. The pause episodes were due to undersensing. The clinician was concerned that the atrial fibrillation episode was sinus rhythm and undersensing. The device was not undersensing in episodes; it was in noise mode which caused it to not bin any events. Programming changes were made on (B)(6) 2019.